Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after blood collection using the bd vacutainer® eclipse¿ blood collection needle, the safety locking mechanism slipped on one (1) unit causing a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "after collection, safety device slipped in hand while holding gauze on the patient with other hand, causing needle to puncture left index finger".

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after blood collection using the bd vacutainer® eclipse¿ blood collection needle, the safety locking mechanism slipped on one (1) unit causing a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "after collection, safety device slipped in hand while holding gauze on the patient with other hand, causing needle to puncture left index finger"